Event description:
It was reported that the patient had inappropriate shocks due to oversensing via a change in intrinsic morphology. Technical services advised to find out what the patient was doing and try to duplicate it during testing. There were no additional adverse patient effects. The system remains implanted.